Event description:
Edwards received notification from our affiliate in france. As reported, a patient underwent an implant of a 23mm sapien 3 valve, in the aortic position by transfemoral approach. After the first deployment, the valve was too high in the aorta. It was decided to implant a second 23mm sapien 3 just below the first one. The result was successful with no paravalvular leak (pvl). The final patient outcome was good.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, ''as reported, after the first deployment, the valve was placed too high in the aorta, despite of the fact that no difficulties were found during valve alignment. It was decided to implant another s3 23mm just below the first one. The result was fine, no pvl, no conduction troubles and the patient was ok''. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Due to insufficient information available, a definitive root cause is unable to be determined. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.